Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported the patient quit feeling stimulation. The caller stated the patient got the trial on (B)(6). The caller noted the patient was feeling stimulation at the hospital and when they first got home. The caller stated the patient¿s stimulation was on 1.9 and they increased stimulation to 2.3 and the patient was not feeling anything. The caller confirmed the stimulation was on and the right lead was active. It was unknown if they patient had improvement in her symptoms as the patient had not had the trial long enough. The caller noted the patient had not gone to the bathroom since they got home. Additional information from the healthcare professional (hcp) on january 19th reported they needed to follow up in order to discuss, by their last reported they were not catheterizing. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received showed that there was no information to reasonably suggest that the device in this report contributed to a serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was incapable of clean intermittent bladder catheterization (cic) and the patient would continue on with every 4 week catheter change. The health care professional (hcp) stated that the patient had stable urinary retention and managed it with catheter drainage. It was also mentioned that there was no evidence of return of function and would continue on with every 4 week catheter change. The hcp stated that the retention and catheterizing was resolved by catheterizing every 4 week catheter change. There were no further symptoms or complications reported or anticipated.